Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire fracture occurred. During preparation of a 035/260/3mm amplatz super stiff guide wire, it was observed that the tip of the wire was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: unit returned with its original pouch batch. The unit returned has wire bent, as part of overall visual revision. The device has the distal tip kinked; besides, the body of the guide wire is kinked, the damages are located at 206,3 cm and 239 cm from the proximal end. The overall length, the outer diameter of distal tip, middle of device and proximal section are within specifications.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that tip break occurred. A 035/ 260/ 3mm amplatz super stiff¿ guidewire was selected for use. However, it was noticed during preparation that the tip of the wire was broken. No patient complications were reported. Patient's status was stable.